Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 153mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer also mentioned that the insulin pump was stuck on the prime loop, and the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. Unable to perform prime test due to loose drive support disk.